Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery has reduced from thirty-nine percent to fifteen percent in a time period of about four months. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. Currently, the device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). It was noted that the battery has reduced from thirty-nine percent to fifteen percent in a time period of about four months. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received for analysis.